Manufacturer narrative:
Method: a review of the manufacturing paperwork is being conducted. Results: the review of the manufacturing paperwork has not been completed. Conclusions: as stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak. Add'l gore devices related to this event: (B)(4).

Event description:
On (B)(6) 2003, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2008, an intervention occurred to treat aneurysm enlargement attributed to a dilated aorta and unspecified endoleak. The previously implanted gore excluder aaa endoprostheses were explanted and the pt was converted to open repair. The pt tolerated the procedure well. No further complications have been reported.